Event description:
Additional information later reported the patient had spinal meningitis and memory problems when the pump was removed in (B)(6) 2012. Per the patient "spinal cord was leaking or fluid was leaking" and" I almost died on (B)(6)".

Event description:
The pump stabs the patient in the rib area and sticks out causing the patient to bump it often. The patient wants it removed. The patient was weaned completely down from the pump therapy and the pump was set to minimum rate mode on (B)(6) 2012. The explant is scheduled for (B)(6). The pump was used to deliver morphine.

Manufacturer narrative:
Product ID 8840, serial# unknown, product type programmer, physician; product ID 8709, serial# (B)(4), implanted: (B)(6) 2008, product type catheter; product ID 37744, serial# (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).